Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. Additional information obtained from the field which indicated that the lead was repositioned. No additional adverse patient effects were reported.